Event description:
It was reported that the cardiomems implant procedure was aborted on (B)(6) 2026 due to a left pulmonary artery perforation that occurred prior to the cardiomems system being opened/prepped. Additional information was provided on 21jan2026. It was reported that the right internal jugular was accessed, and a right heart catheterization was performed in the right atrium and right ventricle. Pulmonary capillary wedge pressure was taken in the right pulmonary artery. The swan-ganz catheter was advanced with a 7 french arrow exchange guidewire over the left pulmonary artery arch. The wire was removed, and pulmonary artery pressure was turned on. The patient started coughing up blood and the physician never had the opportunity to wedge into the left pulmonary artery or take a pulmonary artery angiogram. The patient was intubated and taken to the operating room. The patient later passed away. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).